Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (service code 204) has been confirmed. The cause for the failure was isolated to an intermittent open yellow (pgnd), black and orange (+5v) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving service code 204 (belt/monitor unusable).